Event description:
Customer reported that the device would lock up intermittently after performing the user test. The device would not turn off and kept beeping until the battery was removed. There was no report of patient involvement with the incident.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and was unable to verify the reported intermittent issue. Physio replaced the power supply assembly as a pre-caution measure and observed proper device operation through functional and performance testing. The device was returned to the customer for use.